Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's diabetic care manager reported that the customer had unexplained motor errors while trying to bolus and that the customer was hospitalized with diabetic ketoacidosis due to gastroparesis.